Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that prior to an unrelated procedure, a lead fracture of the right ventricular (rv) lead was observed on x-ray imaging performed as preparation for the procedure. The lead fracture was suspected to be the result of clavicular crush. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.